Event description:
It was reported that air bubbles were observed within the tandem mobi cartridge. During troubleshooting it was found that the customer was using cold insulin within the pump supplies. Tandem technical support provided education with using room temperature insulin. There was no adverse impact to the customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide - make sure that insulin is at room temperature before use or air bubbles could form in the cartridge.